Event description:
A report from hartford hospital in connecticut that the cool line catheter was surgically removed after the heat exchange system alarmed indicating a possible saline leak.

Manufacturer narrative:
The cool line catheter/coolgard 3000 was being used in a patient with a stroke. In 2008, it was reported to alsius that the heat exchange system (coolgard 3000 and cool line catheter) alarmed (air trap alarm) as a result of a saline leak. The physician attempted to remove the catheter in accordance with the device's labeling. A portion of the distal balloon had sheared off and was caught under the clavicle (subclavian crush). A surgical cut down was done to successfully remove the catheter. Subclavian crush of central venous lines is a known complication of their use and is documented in the risk analysis of the catheter as a potential adverse event. Four days later, the hospital reported that the patient had suffered a second stroke and stated that it was potentially related to the catheter removal. Alsius requested further information as to: the presence of a right to left shunt (the means for a deep venous thrombosis of the subclavian vein to bypass the capillary bed of the lung), or evidence of damage to the deep vessels of the neck (for example, secondary to the difficult extraction, as a mechanism for arterial side thrombosis). The hospital has declined to return the catheter for inspection and has declined further communication stating that the cause was the subject of litigation. Alsius has requested further information via multiple direct calls to the risk management service at the hospital and via a registered letter. There is an absence of information verifying the above direct casual mechanisms, both of which are unlikely. The patient presented with stroke. The patient had a prior history of renal disease and subarachnoid hemorrhage. The company cannot verify the delayed assertion of the reporting institution that the assumed failure of the catheter in the subclavian vein resulted in a stroke 4-days after the removal of the catheter.